Event description:
It was reported that the patient experienced peritonitis. On an unknown date, the patient was treated with intraperitoneal vancomycin 1gm (frequency not reported) and intravenous (IV) tazar 4.5gm twice daily for peritonitis. The patient had recovered from peritonitis. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). The device was not available; therefore, no evaluation could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information from that review, a supplemental medwatch will be filed.